Manufacturer narrative:
Internal file number - (B)(4). Corrections: device evaluated by MFR - it was initially reported that the device would not be returning for analysis; however, the device was returned for evaluation. Removed method code 4115 and removed results code 3221. Evaluation summary: visual and functional inspections were performed on the returned device. The reported separation was confirmed. The investigation was unable to determine a conclusive cause for the reported separation.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning for analysis; however, it was not returned. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, heavily calcified, de novo lesion in the proximal left anterior descending (lad) coronary artery. A 3.5x12mm nc traveler rx balloon dilatation catheter (bdc) was opened for post-dilatation and was broken in two pieces when removed from the packaging. The device was not used and there was no patient involvement. Another unspecified bdc was used to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.